Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The contact did not have the customers blood glucose level at the time of the reported event, as it was indicated that the customer was on a flight. There was no reported impact to the customer's blood glucose level. During the call with tandem technical support, the contact was advised to reset the malfunction alarm. Upon a follow up it was indicated that the malfunction alarm was cleared and insulin delivery was able to be resumed.